Manufacturer narrative:
Device passed displacement test properly. However, device received with intermittent button response during testing due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button of the insulin pump was stuck. The alarm came back with stuck button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.